Event description:
During an attempt to treat an 80% stenotic and calcified lesion in the left anterior descending artery, the (atw) all track wire was advanced through the lesion and placed in a small vessel segment. Upon readjusting the guidewire, the distal tip separated. A snare device was utilized to retrieve the piece, however, during the retrieval process, the left main artery was dissected. The patient underwent bypass surgery, and after the surgery, the patient was reported to be in good condition.